Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl, while wearing the pod between 1 and 4 hours, on the abdomen. The cannula reportedly dislodged from the infusion site and caused leaking. It was noted that the adhesive was secure and the pod remained on the abdomen. As treatment, a new pod was placed.